Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after the device was inserted into the cavity for the first fire, the surgeon opened the jaws; then the jaws articulated on their own. Another device was used to continue the case. It is unknown if reinforcement material was used. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No device fragment fell in the patient cavity. The patient's last status is good.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted two (2) cracked solder joints. Functional evaluation of the adapter led to the replication of the reported condition of uncontrolled articulation. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A malfunctioning switch is the result of several variables including: improper solder operation at the vendor location, improper assembly of the sealed switch to the mma board at the vendor location, and/or improper soldering during assembly. A product enhancement has been implemented to prevent this condition from re-occurring. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.